Event description:
Customer reportedly rec'd result of 400 mg/dl on the advantage system and 73 mg/dl on professional's device within 10 minutes. No actions taken based on device results. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.